Event description:
It was reported that an ilet bionic pancreas became unresponsive after the screen was scratched or cracked, and attempts to restore function, including wireless charging, did not resolve the issue; a replacement device was provided and instructions were given for data sync, shutdown, return, and re-setup. Symptoms included no alarms or alerts and no reported adverse clinical effects. Outcomes included continued use of the dexcom cgm with a phone or receiver while awaiting the replacement. Investigation included troubleshooting and user education. Investigation of this case revealed a hardware failure characterized by a damaged display and nonresponsive touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device leading to loss of touchscreen function.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.